Event description:
Reportedly, the device prompted connect electrodes, and the defibrillator could not be charged as a result. An AED that was on scene was used to treat the patient. The patient was resuscitated. The reporter stated there was no adverse affect to the patient, due to use of the AED.